Event description:
The user had interruptions in hearing performance with the device. It is unknown if a trauma occurred. The recipient has been reimplanted with a vorp 503.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as it might be caused by minute device mobility was determined to be the root cause of device failure. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had interruptions in hearing performance. It is unknown if a trauma occurred. The user has been reimplanted.